Event description:
Boston scientific received information that via the patient remote monitoring system this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited low out of range (oor) shocking impedance measurement of 16 ohms. The next impedance measurement was within normal range. The cause of this observation was not conclusively determined. No changes were made to the system and the physician will continue to monitor the patient. At this time, the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.